Event description:
It was reported that a patient is female underwent a radical uterine cancer operation on (B)(6) 2012 and an absorbable hemostatic agent was used. The device was left in situ. Following the procedure the patient developed a fever and infection that did not resolve with antibiotic therapy. On (B)(6) 2012 the surgeon reoperated on the patient. During the procedure, purulent drainage and odor was noted at the wound site. The absorbable hemostatic agent was removed. The patient is now in stable condition.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.